Event description:
There was an allegation of questionable sodium electrode and potassium electrode results from the cobas 6000 c501 module. Sample 1's initial result was 65 mmol/l. The repeat result was deemed to be normal, between 135 mmol/l and 150 mmol/l. On (B)(6)2025, sample 2's initial sodium result was 98 mmol/l, and the repeat result was 137 mmol/l. The initial potassium result was 2.44 mmol/l, and the repeat result was 4.68 mmol/l. The questionable results were repeated because they were found to be hard to believe and were not reported outside of the lab.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. A field service engineer (fse) replaced the sodium cartridge, the sipper needle, the sample needle spring, and a new valve. He reconnected the measuring amplifier plug, cleaned the mixing vessel, and readjusted the wash well of the sample needle. The investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) determined that the detergent valve was leaking and replaced it. The vacuum intermediate vessel was damaged during repair and was replaced. A z-linear guide and belt were worn and replaced. The investigation determined that the service action resolved the issue.